Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin and encountering difficulty securing the ilet connect adaptor, which was resolved after multiple attempts; replacements were arranged and the user will provide the adaptor lot number. Symptoms included elevated blood glucose levels trending from over 300 mg/dl to 279 mg/dl. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included troubleshooting and education conducted by support, confirmation of shipping information, and collection of the blood glucose questionnaire. Investigation of this case revealed user-reported difficulty with the connect adaptor, with the cause unclear pending lot information and without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.